Manufacturer narrative:
The reported event was confirmed by CAPA association as design related issue. The investigation of root cause for leaks from the catheter where it connected to the drain bag will be documented in the CAPA upon completion. The device was not returned for evaluation. A DHR review was not required because the investigation was confirmed to not be manufacturing related. A risk review and labeling review is not required because the investigation was confirmed by the CAPA association. The device was not returned.

Event description:
It was reported that the catheter was leaking. Per additional information received on 16jun2021 it was stated that another catheter also found to be leaking from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the catheter was leaking. Per additional information received on 16jun2021 it was stated that another catheter also found to be leaking from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found to leak. Per additional information received on 16jun2021, another catheter was also found to be leaking from the same lot.